Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the patient symptoms. This is being filed as an MDR since the patient was hospitalized and invisalign system product was being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of anaphylactic shock and difficulty breathing. The patient reported visiting the emergency room and was hospitalized for two days due to the reported symptoms. The patient reported taking benadryl (over-the-counter, antihistamine) to alleviate the reported symptoms (it is unknown if the patient was prescribed any medication at the ER). The treatment was discontinued on (B)(6) 2015 and the patient is currently back to normal.